Event description:
It was reported that during a lap cholecystectomy, clips fed into the jaws at a time after several firings. It was unknown which firing of the device this event occurred on. The device was used on the blood vessel. The device did not clamp something hard such as an existing clip. There was no unexpected noise. After the event, the device was fired several times out of the patient and the same event was recreated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = anti-backup. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 6 conforming and 1 partially formed clip were fed due to the antibackup feature was non-functional and then, it locked out as intended, however, the orange indicator was noted under traveled. Please note that this finding is not related with the incident reported. It could not be determined what may have caused the condition of the antibackup feature. The batch record was reviewed and no anomalies were noted during the manufacturing process.